Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself with the sheath. Visual inspection revealed that the balloon was ripped 360 degree around and from its proximal side. The distal tip section was covered with the ripped balloon. The balloon was wrinkled on its proximal shaft and kinked at approximately 81.0cm from its proximal end. The bonds were inspected under microscopy and found to be intact. No other anomalies were observed. The reported event of the balloon tear while passing through the sheath was able to be confirmed based on the information available and analysis of the device. Functional testing could not be performed due to the damage on the device. A demonstration balloon was introduced and introduced and retrieved from the returned sheath without any friction. However, based on the information currently available a definitive cause of the reported balloon leak and tear could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
It was reported that when the balloon guide catheter was being removed from the patient during the procedure, a tear and leak on the device were observed after balloon retrieval. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the balloon guide catheter was being removed from the patient during the procedure, a tear and leak on the device were observed after balloon retrieval. There were no reported clinical consequences to the patient.